Event description:
It was reported that the digits on the customer's insulin pump were going up quickly and automatically. The customer's blood glucose was 11.3 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. No unexpected numbers ramping noted when using the bolus wizard. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.